Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The initial reported event was received on 2016-08-18. Of note, the serious injury of infection is normally submitted via an alternative summary report that would have been submitted on 2016-10-31. Information was subsequently received on 2016-10-17 and revealed an out of specification analysis. This event no longer qualifies for summary reporting and is therefore being submitted as a bimonthly timeframe regulatory report. Concomitant medical products: 5071-35 (x2) lead, implanted: (B)(6) 2013; 694765 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a pocket infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and the patient treated with antibiotics. The atrial lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.